Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: #1627487-2014-04024 and 04025. It was reported the patient had lost left sided stimulation coverage. The sjm representative met with the patient and determined all impedances were showing zero ohms. The issue with the null ohms was reported to be a software issue with the ipg. The patient was still receiving stimulation, but diagnostics could not determine impedances on the lead. The physician had ordered x-rays.